Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on an unknown firing with a green reload without buttressing material, the device locked out on gastric tissue and would not open. The surgeon tried everything including squeezing the closing trigger and pressing the anvil release button, but the jaws would not open. A powered echelon device was used to cut the device off the gastric tissue laparoscopically and remove it from the case. The powered echelon was used to complete the procedure. The case was able to be completed with no further change to the procedure and there was no harm to the patient.